Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 15 mg/dl at the time of the incident. The customer was at 287 mg/dl at the time of the call. The customer was at the hospital for about 4 hours. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer also complained about a damaged transmitter. The insulin pump will not be returned for analysis.